Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose level at the time of the incident was 700 mg/dl. Customer stated that she kept blousing but her blood glucose did not went down. Customer's current blood glucose level was 333 mg/dl. The customer also reported that she was getting insulin flow blocked alert a couple of times. Customer was treated with insulin pump and intravenous insulin drip for high blood glucose. The auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.